Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Healthcare provider adjusted the basal setting and bg improved to 130 mg/dl. Customer related the cause of the low bg was due to the basal setting needing to be adjusted.